Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. It was also reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. There was no reported adverse effect to the customer's blood glucose level.